Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving gablofen at an unknown dose and concentration via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that "a couple of days ago" [(B)(6) 2016] the pump was refilled. 10 minutes after the refill, "issues" began. The patient was back in the clinic today [(B)(6) 2016] with a safe state, low battery reset, and the pump was in minimum rate mode. Pump eri was noted to be 8 months. It was unknown if the pump was audibly alarming. It was asked if the pump would need to be replaced. No symptoms were reported. They were wondering what the patient's intrathecal dose should be as it was over 400 mcg/day prior to the issues. It was initially thought the replacement would occur on (B)(6) 2016. It was later reported on (B)(6) 2016 that the pump replacement would be the next day and the patient was hospitalized to deal with the withdrawal since her dose was over 800 mcg prior to the pump dying. Additional information received on (B)(6) 2016 was received that the cause of the low battery reset and safe state was unknown and the surgery on (B)(6) 2016 was cancelled. Then it was reported on (B)(6) 2016 that the pump was replaced on that date. The printout stated the pump was in safe state and a reset occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.